Event description:
Baxter great britain reported "clamp broken" on a transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was assoicated with this incident.